Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to emit x-rays. Upon troubleshooting, fse found that the issue was due to problems with host pc. To resolve the issue, fse replaced the hard drive and reloaded the system software on the host pc from the ghost back up. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.